Event description:
The customer contacted philips healthcare to report that, during transport of a patient, pacing capture was lost. The involved paramedic has stated that the device behavior did not impact the patient. The patient's vital signs remained stable wile they switched to a different defibrillator to continue treatment of the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.